Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited increased pacing thresholds. X-ray revealed that the lead was displaced. The lead was explanted and replaced. Patient did not experience any adverse consequences.